Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines,") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the rash, skin disorder, weight increased, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) was performed, however results were unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: previously reported event of "injury" was updated as chronic pelvic pain. New events dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, bladder problems, urinary problems, fatigue, hair loss, dental probs, migraines, headaches and weight gain was added. Removal date added and reporter causality comment added. Reporter added. Patient date of birth added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.